Manufacturer narrative:
Other relevant device(s) are : product ID: 3889-28, lot#: va1w20q, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 06-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient was having difficulty urinating, and reported lead had broken, cracking inside the bladder. No further complications were reported or anticipated.